Event description:
It was reported the patient ran out of medicine one time "years ago." Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).